Manufacturer narrative:
Concomitant medical products: 6935m62 lead, (B)(6) 2017; 5071-53 lead, (B)(6) 2017; 5071-53 lead, (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they "seem to be using a tremendous amount of battery." The patient noted they did have "atrial flux" with a cardioversion that may have affected the battery. The device remains in use. No patient complications have been reported as a result of this event.